Event description:
Our affiliate reported to us that during an acl repair, the surgeon noticed metal shavings emanating from trocar drill bits of two rigidfix cross pin kits. It is unk if all the debris was removed from the body. However, the procedure was completed successfully without further issue or harm to the patient. The complaint devices were discarded at the user facility. Questions out for further information and detail. See also associated MDR 1221934-2010-00304.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.